Event description:
It was reported the patient's trial implant procedure was abandoned due to patient anatomy. The physician was unable to implant the trial lead after multiple attempts to access the epidural space.

Manufacturer narrative:
Evaluation: results - the complaint of "cannot implant product" could not be confirmed through product testing alone; therefore no checklist was initiated. As stated in the event details, the physician was unable to place the lead due to patient anatomy. The lead was returned in good condition. We did not identify any defects or anomalies that would contribute to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.